Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: not observed. Capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: wear abrasion is observed. Crease is observed. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and significant inflammatory reaction on the left side. Physician further reports "perspiration". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left capsular contracture baker grade unknown, "inflammatory reaction", and "surgical discovery of silicone perspiration". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. And significant inflammatory reaction on the left side. Physician further reports "perspiration". Device has been explanted and replaced with a non-allergan device.